Event description:
It is reported that the pt is experiencing unk symptoms in her left knee. The surgeon recommended revision surgery but would not do so because the pt has had two prior surgeries and he would not risk another one due to risks of permanent damage or unsuccessful outcome.

Manufacturer narrative:
This report will be amended when our investigation is complete.